Event description:
It was reported that the patient underwent a heartmate ii pump exchange. The pump and partial driveline were returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed driveline wire damage. (B)(6) was returned assembled with the driveline (dl) cut approximately 3.5" from the pump housing, approximately 17.5¿ of the internal portion of the dl was returned, and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned connected to the pump ¿s outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump ¿s blood-contacting surfaces upon disassembly of (B)(6) also revealed no evidence of developed depositions or developed thrombus formations. The disassembled pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. However, examination of the internal portion attached to the pump revealed that there was a breach to the insulation of the brown wire approximately 0.25¿ from the pump housing, exposing the inner conductors. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. The remainder of the dl was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. Examination of the severed portion of the dl revealed that there was a breach to the insulation of the black wire. The damage was located on the external portion of the lead adjacent to the repair. This was approximately 13¿ from the severed end of the lead on the side proximal to the pump. The damage was confirmed through hipot testing, exposing the inner conductors. The observed wire damage appeared to be due to wear and tear as a result of repetitive flexing of the lead in this location. The remainder of the dl was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The black and brown wires redundantly support motor phase 2. If the exposed conductors of either the black or brown wires contacted the braided shield while operating on a tethered power source (such as the power module), the resulting electrical short to ground could have resulted in pump stops and low-speed events. If the exposed conductors of the black and brown wires made direct contact with each other or simultaneous contact with the braided shield while connected to battery power, the resulting phase-to-phase short could have resulted in the pump stops. There was incidental finding of driveline wire fatigue the relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The implant kit shipped on 03jun2015. The most recent revision of the heartmate ii instructions for use (IFU) is section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and low speed events. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.